Manufacturer narrative:
Concomitant medical product: dtma1q1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the left ventricular (lv) lead. A review of the information indicated the out of range impedance was related to a specific conductor on the lv lead. The lead was reprogrammed to a vector that did not include that conductor. The lead remains in use. No patient complications have been reported as a result of this event.